Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to alleged pain. This report is based on allegations set forth in plaintiff&#62688;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is number 1 of 9 MDR's filed for the same patient (reference 1825034-2016-03321 / 03322 / 03323 / 03324 / 03325 / 03326 / 03327 / 03330 and 1825034-2016-01224).

Event description:
Patient's legal counsel reported that the patient underwent a right hip revision approximately 7 years post-implantation due to alleged pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Op report states that the patient has thick lymphocytic infiltrated thick rubbery tissue. Also noted was metal-tinged fluid. There was a greater trochanteric bursa. Granulation type tissue found when the femoral head was removed which had eroded 50% of the iliopsoas attachment to the lesser trochanter and created a large pseudocyst. A large cyst was in the pubic ramus portion of the anterior column. Metal reaction caused necrosis to the patient bone. The acetabular cup and liner, and the femoral head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient's legal counsel reported that the patient underwent a right hip revision approximately 7 years post-implantation due to alleged pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Op report states that the patient has thick lymphocytic infiltrated thick rubbery tissue. Also noted was metal-tinged fluid. There was a greater trochanteric bursa. Granulation type tissue found when the femoral head was removed which had eroded 50% of the iliopsoas attachment to the lesser trochanter and created a large pseudocyst. A large cyst was in the pubic ramus portion of the anterior column. Metal reaction caused necrosis to the patient bone. The acetabular cup and the femoral head were removed and replaced. An acetabular liner was also implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products - biomet taperloc femoral stem catalog#: 103200 lot#: 460730.